Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had power error detected. The customer¿s blood glucose level was 185 mg/dl. The customer stated that the power error detected on the insulin pump. The customer stated that the second call power error detected was within four hours of troubleshoot of the previous occurrence. The customer was advised to wait until the light stops flashing (about10 min later) and enter new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Pump error 25 due to j6 connector resistance issue.